Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead exhibited insulation damage. The inner insulation appeared to be intact. The physician opted to repair the lead with extra insulation and keep it in place. The patient was in stable condition.